Event description:
It was reported that the device was heating up during testing at the user facility. There was no patient involvement reported.

Event description:
It was reported that the device was heating up during testing at the user facility. There was no patient involvement reported.